Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were low (approx 40 mg/dl) without any additional activity. The customer resolved the issue by consuming juice and food and consulting with health care provider.